Event description:
It was reported that the metal tip of the unit came off and fell into the pt's body. It was further reported that the staff did not notice the failure, however, after the surgery, they noticed that the tip was missing. Further, the tip could not be found. But the tip was found in a different pt who had a surgery on (B)(6) 2011. The surgeon took the metal tip out from that pt on (B)(6) 2011 in an add'l revision surgery.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.